Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, bg was addressed with a manual injection and the pump supplies were changed to address the issue.